Manufacturer narrative:
Results: fowler.

Event description:
It was reported by service report that the fowler was stuck. It is unknown if there was patient involvement; however, no adverse consequences were reported.